Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's ipg is unable to communicate with external devices and the programmer is displaying a communication error. The patient has not charged the ipg for about six months. The patient stated, the ipg protrudes from the skin. Surgical intervention is planned to address the issue.